Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needle was missing label information. This was discovered before use. The following information was provided by the initial reporter: material no. 320119, batch no. 7256589 it was reported that lot number was not listed on shelf carton. Verbatim: consumer stated, he has a box of pen needles that read, expires 2020-04-01 on label printed from pharmacy. Stated, he did not see expiration date on box, just on sticker printed from the pharmacy. Assisted consumer with understanding lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle was missing label information. This was discovered before use. The following information was provided by the initial reporter: material no. 320119 batch no. 7256589. It was reported that lot number was not listed on shelf carton. Verbatim: consumer stated, he has a box of pen needles that read, expires 2020-04-01 on label printed from pharmacy. Stated, he did not see expiration date on box, just on sticker printed from the pharmacy. Assisted consumer with understanding lot.